Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the down and ok buttons were sticking for a couple months. The reporter confirmed no trauma or moisture to the pump. The reporter indicated that there was one occasion in which the pump arrow button scrolled too far and the bolus was delivered for 1 or 2 units more than intended but the reporter stated that the issue was noticed right away and oral carbohydrates were taken as a precaution. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: the keypad showed no visible signs or damage. During testing, the allegation of sticking and scrolling was not duplicated. The testing confirmed that the keypad buttons were functioning appropriately. The keypad was removed and contamination was found under all of the keypad buttons. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2013 with the following findings:evaluation revealed that there was no contamination found under the key contacts.